Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Two samples were without their original packaging and inside a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The samples did not present with any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported, however some components are missing, the blue clip, the spring, the green arm, and the luer cap. Since there are missing components in the samples returned no functional test can be performed. Root cause could not replicate since samples were received with missing components and looked like they were manipulated in the use. No actions taken since the complaint could not be replicated.

Event description:
It was reported that moisture was discovered inside of the bag, after filling the cassette and packing in the bag. Upon inspection, it turned out that there was a leak. No patient injury was reported.